Event description:
A (B)(6) male patient contacted zoll customer support to report a code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the trunk cable was cut which damaged the orange (+5v), yellow (pgnd), black (+3.3v), and blue (can l) wires. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged wires. The root cause of the damaged wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged wires. The patient was issued a replacement electrode belt.